Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during neck dissection, the device knots loosen by themselves. The product was changed to complete the case. There was no patient injury.